Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The sorin group field service representative on site to perform preventive maintenance replaced the speed potentiometer and successfully completed a technical safety inspection. The pump was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a dead spot was identified on the speed potentiometer of the s3 roller pump during maintenance. This issue was discovered by a sorin group field service representative during routine service. There was no patient involvement.